Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the day after the left ventricular lead was implanted, its threshold was noted as having increased, and the lead was not capturing at max output in all pacing configurations. The lead was explanted and replaced. No patient complications have been reported as a result of this event.